Event description:
Cook 7 sheath was raabe 55cm sheath lot # 3388180 reference #g-11633 exp date 5/15 repeatedly fractured in the body causing multiple fragments to need to be removed endovascularly with a snare and balloon. Five separate fractures of the same sheath with all parts subsequently removed by sheath upsizing, endo-vascular snare and balloon usage.